Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b5 - updated summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest information, the customer identified that the mobile device was not compatible. Hence the event reported under regulatory report number 2032227-2025-233984 is not reportable.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no application logs we only have analytic logs where we see here is a failure in the ""handshake"" process, which is a critical step in establishing a secure communication channel between the devices. Logs show repeated ble connection event with states like disconnected and connected. This indicates unstable bluetooth connectivity, which might be causing the handshake to fail. External factors such as interference from other bluetooth devices may disrupt communication. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: restart both the pump and the mobile device to clear any temporary issues. Ensure the app, pump firmware, and mobile device os are updated to the latest versions. Advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, and clear data. Reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Uninstall app, restart phone, turn bluetooth off then on, and reinstall app. Remove any existing pairing information from both the pump and the app and attempt to pair again from scratch. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response pt carelink personal account shows that pt is logged in, synced and uploading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no application logs we only have analytic logs where we see here is a failure in the "handshake" process, which is a critical step in establishing a secure communication channel between the devices. Logs show repeated ble connection event with states like disconnected and connected. This indicates unstable bluetooth connectivity, which might be causing the handshake to fail. External factors such as interference from other bluetooth devices may disrupt communication. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: restart both the pump and the mobile device to clear any temporary issues. Ensure the app, pump firmware, and mobile device os are updated to the latest versions advanced steps: clear data of bluetooth app: settings -> apps -> manage apps -> find and tap on bluetooth app -> clear data. Reset network settings: settings -> connection & sharing -> reset wi-fi, mobile networks, and bluetooth -> reset settings. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Remove any existing pairing information from both the pump and the app and attempt to pair again from scratch. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response pt carelink personal account shows that pt is logged in, synced and uploading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.